Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath device was used during a soft ureteroscopic lithotomy procedure performed on (B)(6) 2021. During unpacking, the working length of the sheath was found broken in two separate pieces. The procedure was completed with another navigator hd access sheath device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath device was used during a soft ureteroscopic lithotomy procedure performed on (B)(6) 2021. During unpacking, the working length of the sheath was found broken in two separate pieces. The procedure was completed with another navigator hd access sheath device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: device code a0401 captures the reportable issue of sheath broken. Block h10: investigation result a visual examination of the returned complaint device found that one navigator was received with the hoop torn from the sheath, which confirms the reported event. No other problem noted such as bends or kinks on the device. Based on the available information, the failure of hoop torn from the sheath could have been caused by the user during the preparation/inspection of the device after unpacking. An excess of force during the withdrawal or advancing of the dilator through the sheath could affect the device performance. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.